Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the device was received with the handle components detached from the dcs, the capsule was partially open, end cap/screw gear snap fit was connected, and the dcs handle was not intact. The tip-retrieval mechanism, capsule, inner member shaft, and spindle hub all appeared intact with no evidence of damage. The tabs were observed to be detached from the male deployment knob component. Functional testing showed the trigger moved with resistance to fully advanced and retracted positions and locked in place when released. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) separated during loading. The suspect dcs was returned for analysis with the handle components detached from the dcs which confirmed the reported event. The snap fit tabs were detached from the deployment knob components. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve, the deployment knob separated. The capsule had passed the paddle attachment and was close to the commissure of the valve when separation occurred. Slight tension was reported to be felt by the experienced loader during the loading process. The delivery catheter system (dcs) was not used for implant. The valve was reloaded to a second dcs. No adverse patient effects were reported.